Event description:
The hcp reported that 2.4 mls were aspirated from the pump reservoir; the expected volume was 14 mls. The hcp reported difficulty aspirating fluid from the catheter during a catheter access port study. There was difficulty clearly viewing the rotor during the study, so the hcp was therefore unsure if the volume discrepancy was related to the pump of the catheter. The pump was used to deliver morphine, and the pt was doing well despite the volume discrepancy. The pt was referred to surgery for follow up. Add'l info was requested, and the hcp reported that the volume discrepancy was not attributed to the pump, catheter, or programmer.

Manufacturer narrative:
.